Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy. A root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege that a device malfunction occurred. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). In this case, the pvl most likely resulted due to suboptimal position as the valve dislodged and was implanted low.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged upon release from the delivery catheter system (dcs) and was implanted low. Moderate-severe paravalvular leak (pvl) was noted. Post-implant balloon aortic valvuloplasty (bav) was performed. There was visible valve expansion noted but the pvl was not fully resolved. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve at a higher depth. The pvl was reduced to trace-mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.